Event description:
Account has a bed that none of the sidecom functions work, including not sending a nurse call. There is a pt in the bed but there were no injuries. The bed is in a telemetry unit.

Manufacturer narrative:
Technician found cable from wall to bed had come undone from bed. Technician reconnected cable to bed and unit functioning normally.